Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that pump had not been recording her basal rates properly. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 38 mg/dl at the time of the call. No further information was provided.